Manufacturer narrative:
Batch review performed on 04.june.2021: lot 2000214: (B)(4) items manufactured and released on 11-may-2020. Expiration date: 2025-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
9 months after the primary surgery the patient came in reporting pain due to iliopsoas tendon and cup impingement and the cause of the iliopsoas impingement is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.